Manufacturer narrative:
(B)(4). Concomitant medical products: xl-115363, arcom xl 44-36 std hmrl brng, 115310. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10031.

Event description:
It was reported that the poly would not seat or lock into the tray after repeated attempts. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 115310 comp rvrs shldr glnsp std 36m 263420, 113634 comp primary stem 14mm mini 693480, 010000589 comp rvrs 25mm bsplt ha+adptr 675350, 115396 comp rvs cntrl 6.5x30mm st/rst 064110, 180553 comp lk scr 3.5hex 4.75x30 st 061520, 180552 comp lk scr 3.5hex 4.75x25 st 654110, 180560 comp nlk scr 3.5hex 4.75x30 st 061810, 180558 comp nlk scr 3.5hex 4.75x20 st 185380. Complaint sample was evaluated and the reported event was confirmed. Devices were received for evaluation; tray with locking ring and poly bearing. Visual inspection of the devices (staring straight down into the assembly slot) shows the locking ring is offset within the tray, towards the left and open. The poly and the tray are slightly misaligned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.